Event description:
The explanted generator and lead were received by the manufacturer for analysis. Other typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A comprehensive automated electrical evaluation of the generator showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The autopsy was provided. The cause of death by the medical examiner's office was determined to be "positional asphyxia following epileptic seizure" with classified manner of death as "accident." The patient was found wedged between a bed mattress and wall with a history of epilepsy. Toxicological analysis was negative for prescribed anticonvulsant drugs. Autopsy revealed no anatomic cause of death.

Event description:
It was reported that the vns patient passed away. It was reported that the cause of death was unknown and that the patient was found dead a few days following the death on the floor of his bedroom. It was reported that the cause of death would not be determined for "some time". The device was explanted. The explanted devices are expected to be returned for analysis, but have not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.